Event description:
A 4.0mm ti cervical self retaining variable angle screw 14mm, implanted at c7 anterior cervical disc, with a vectra t-plate was revealed via x-ray to have backed out and was removed and replaced.

Manufacturer narrative:
Lot # - this info was not provided in questionnaire received from surgeon. MFR date cannot be determined without a lot number. No conclusions can be drawn as the product was not returned for investigation.